Event description:
This case occurred in the (B)(6). A female patient received injection of teosyal rha 3 in the lower third of the nose, 0.5 ml using a cannula, on (B)(6) 2022. Six to seven (6-7) days later, she presented redness and a small pustule on the tip of the nose, of moderate intensity, that was diagnosed by the injector as a possible vascular or capillary compression. Treatments implemented were hyaluronidase (hylase 750 iu) along with oral antibiotics (amoxicillin 500 mg per day) and aspirin. The local medical expert contacted to help on this case suggested the redness was neovascularization due to the trauma of the injection and will subside spontaneously. He advised topical steroid cream and ibuprofen could be helpful, and that the recovery timeline would depend on the inflammatory response of the patient, meaning it can resolve in two to six (2-6) weeks. On (B)(6) 2022, we learned the adverse event had completely resolved, confirmed by the observation of an appropriate capillary refill time.